Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent revision of sling with graft removal and mesh removal on (B)(6) 2011 due to pelvic pain following mesh placement. The patient underwent excision of the remaining mesh and rectus fascial sling on (B)(6) 2013 due to severe pain including during intercourse, bladder infection symptoms and blood in urine. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).